Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to replicate the reported issue. The reported issue was verified in a review of the downloaded device data. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power, during a heatwave. The device had illuminated its service led, prior to the unexpected loss of power. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.